Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that foreign liquid came out of the bd veo" insulin syringe with the bd ultra-fine" needle and remained on the needle. The following information was provided by the initial reporter: "voicemail: consumer left voicemail stating that there is liquid coming out of the syringes. On (B)(6) 2021: I returned consumer's call, she stated that when she depresses the plunger rod, liquid comes out of the syringes and the remnant is on the needles."

Event description:
It was reported that foreign liquid came out of the bd veo¿ insulin syringe with the bd ultra-fine¿ needle and remained on the needle. The following information was provided by the initial reporter: "voicemail: consumer left voicemail stating that there is liquid coming out of the syringes. (B)(6) 2021: I returned consumer's call, she stated that when she depresses the plunger rod, liquid comes out of the syringes and the remnant is on the needles."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch # 0034101. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [(B)(4)] noted that did not pertain to the complaint. H3 other text : see h.10.